Manufacturer narrative:
All available information was investigated and the reported knot was confirmed. The reported difficulty removing the lock line and noise could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty removing the lock line appears to be related to the identified knot and the noise appears to be related to the difficulty removing. However, a cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.h10: typo in the investigation. The following sentence, 'the reported difficulty removing the gripper line and noise could not be replicated in a testing environment.' Has been corrected to 'the reported difficulty removing the lock line and noise could not be replicated in a testing environment.'

Manufacturer narrative:
All available information was investigated and the reported knot was confirmed. The reported difficulty removing the gripper line and noise could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty removing the lock line appears to be related to the identified knot and the noise appears to be related to the difficulty removing. However, a cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing and knotted lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. Noted enlarged atrium. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed in the medial a2p2. The first final arm angle (faa) was successfully performed. Next, it was visually confirmed that there was no knot on the lock line so the lock line removal continued. Immediately after one side of the line entered the lumen, a slight noise was heard. The lock line was retracting, but there was strong resistance, and therefore, lock line removal was stopped. At this point the hotline was called for consultation. It was decided to not perform the second final arm angle and the clip was implanted. A decision was made to remove the gripper line and cds. At this time, the lock line was able to be removed freely. The clip is stable on both leaflets.. After the procedure, the lock line was checked and a knot was observed. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.